Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of fecal incontinence and gastrointestinal/pelvic floor. It was reported that the therapy was turning off by itself. The patient stated her symptoms returned suddenly about 2 weeks prior to (B)(6) 2016. The patient has urinary retention and was not feeling quite right. She felt she had to urinate but would sit and wait and nothing came out and she had to squeeze at the end of urination. She went to her urologist and it was determined her ins was off. The device was turned back on. Then, on (B)(6) 2016, the patient noticed she was unable to urinate again. The patient used her patient programmer to check her ins and it was off, so she turned it back on. She made sure the ins was on during this report. The patient also reported that about 2 weeks ago she had bowel incontinence one or two times. She has not had any more bowel accidents since turning the device back on. The patient has not been pressing the off button and has not been exposed to electromagnetic interference that she is aware of.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.